Manufacturer narrative:
Insulin pump had an intermittent button response due to moisture damage on keypad traces. Insulin pump received with minor scratches on display window, cracked display window corners, cracked reservoir tube lip, cracked reservoir tube, cracked reservoir tube window and dented case.

Event description:
It was reported that the customer had recently fallen over and cracked the insulin pump. The insulin pump has been operating erratically since then. Customer's blood glucose level was 115 mg/dl. Customer stated he had an issue with the keypad, particularly the down button. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.